Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log showed the pad-pak was first installed successfully on the (B)(6) 2015, passing a self-test. The device records manual power ups later in the day and the pad-pak was removed. The pad-pak was re-installed on the (B)(6) 2015 and successfully passed self-tests up to the last log entry on the (B)(6) 2016. The returned pad-pak was inserted into the device and passed a self-test. No warnings were given at shutdown and the status led continued to flash green. Upon initial inspection of the returned device a distinctive rattle sound was observed from within the device. This would confirm the reported fault. The device was disassembled for investigation. Investigation found the reported fault can be attributed to a component not being soldered to the printed circuit board. As the device passed final test on the (B)(6) 2012, before being dispatched from heartsine, it can be concluded that the component became dislodged after this date.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device has rattling sound inside as if there is a part that has broken loose.